Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-03226.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-03226. It was reported the patient had not used her scs system in approximately 10 years and it is no longer functioning. The patient stopped charging and the ipg was depleted. As a result, the scs system was replaced. Effective therapy was restored.